Event description:
Three endeavor sprint rx drug-eluting stents (3.50 x 15 mm, 3.00 x 24 mm & 3.00 x 30 mm)(MFR report # 2953200-2008-01168-01170) were implanted at the mid rca. It is reported that an acute non-stemi occurred one week following index procedure. It is not assessable if the event was related to the study stent, location of infarction was non-determinabable. A repeat angiography was performed due to this event. A ptca revascularization of the mid rca (balloon only) was carried out on the same day as the reported mi, due to restenosis after previous ptca. Investigator has indicated that it is not assessable if the revascularization event was related to the study stent.

Manufacturer narrative:
Evaluation results: myocardial infarction, restenosis of the stented artery. Pt code other: required secondary intervention.